Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that post implant testing revealed >2500 ohms lead impedance on both channels. Capture and sensing were normal. Recalibration of the measured data and a software download were not successful in alleviating the high impedance measurements. Therefore, the device was replaced.